Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Three photos were included for evaluation. During the visual inspection the returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according to the inspection procedure md01-003. During visual inspection no damage or other defects were detected on the sample. During the functional testing the sample was connected to the air equipment and submerged under water to detect any problem in the inflation system. The leak was confirmed in the cuff. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air leaked from the cuff. There was no patient involvement and no patient harm/adverse event reported.